Manufacturer narrative:
The investigation results for this complaint are: propex ii eur: customer reported during root canal measurement, the dental staff found that the machine could not function properly. They notified the equipment department by phone. After on-site inspection, the equipment department staff used a multimeter to test the lead cable and found an internal break. The machine resumed normal after the lead cable was replaced with a new one. No patient injury. Information from ds china maintenance center: goods issue date: 2021-09. Within warranty: no; maintenance record: after the malfunction, there is no maintenance record failure analysis: since the customer has not sent the device in for repair, the possible causes are as follows: faulty measuring cable; faulty lip clip. *this case is classified as a equipment or accessory consumable failure. We recommend to send it for repair in a timely manner.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
In this event it is reported that a propex ii eur apex locator gave incorrect measurements. No injury.